Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. The customer confirmed that the electrodes came from an open bag, the duration and environmental conditions of exposure could not be determined. It is important to note that prolonged exposure to air can cause the electrode gel to dry out, potentially leading to poor signal acquisition. As stated in zoll's instructions for use, electrodes should not be used if the gel is dry. Once the mixed bag was removed from service and replaced with a new, sealed package, the issue was fully resolved. No return expected.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. The electrode pads were replaced multiple times without resolution. Complainant indicated that the clinician replaced the electrode pads to continue analyzing the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.